Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) and a patient receiving intrathecal baclofen (unknown) 265mcg/ml at 77 mcg/day, bupivacaine 15 mg/ml at 5.2mg/day, and dilaudid (hydromorphone) 0.3 at 0.079 via an implantable pump for unknown indication for use. It was reported that after previous system replacement on (B)(6) 2024 she has had a fluid accumulation (seroma) around her pump that persisted and had since gotten worse. It was drained at her doctors office time and the fluid reaccumulated. Today, the patient was taken into surgery to look at clean out the pocket site. There was no concern for the catheter. The hcp was able to aspirate successfully. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown. Additional information was received from the company representative (rep) via the healthcare provider (hcp) clarifying that the previous system replacement was a standard replacement and the physician's decision to modify the catheter.